Manufacturer narrative:
A photo of the set was provided by the customer. No visual damages or anomalies were noted from the photo evaluation. No sample devices were returned for investigation. Attempts were made to obtain sister samples from the same lot number from the customer for evaluation. The customer had no sister samples available. The reported complaint of no flow could not be confirmed. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record (DHR) was reviewed and no non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The complaint investigation is pending and testing has not yet been completed. Section e: additional contact information: (B)(6).

Event description:
The event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch. The customer reported that a drug could not be injected into a patient because fluid was not smoothly discharging during venting. The reported issue caused patient discomfort and resulted in an inability to control the patient's condition. As a result the patient's hospital stay was extended. There was no harm reported as a result of this event.